Event description:
The facility representative reported a colleague infusion with a failure code 550:320:844:0000. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During device evaluation by baxter in was determined that failure code 550:320:844:0000 failed to audibly alarm. No additional information is available.

Manufacturer narrative:
The reported condition of failure code 550:320:844:0000 was confirmed and reproduced due to a disconnected speaker harness. The speaker harness was re-connected to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). T the device has not been previously sent into service for the reported condition of "failure code 550:320:844:0000." (B)(4).